Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The pump was received with cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer stated that she has been sick all day and throwing up. The customer's blood glucose reading was 600 mg/dl. The customer also stated that she received two no delivery alarms twice while priming. The customer stated that insulin did not come out during troubleshooting. The customer was advised to avoid the tubing where it connects to the reservoir. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.